Event description:
It was reported that pump displayed cartridge change error and repeatedly returned to cartridge loading screen after tubing was filled and insulin delivery was resumed, as if no cartridge was installed. There was no reported impact to the customer¿s blood glucose level. Customer replaced cartridge with new one and successfully resumed insulin therapy, and technical support reviewed pump history but did not find any related entries, with no additional information available regarding cartridge lot numbers.